Manufacturer narrative:
The product was not returned for evaluation. Therefore, the reported event could not be confirmed and the root cause could not be established. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. Additionally, we have not received any reports of similar issues occurring for this lot.

Event description:
It was reported pruitt f3 carotid shunt balloon was not inflating properly. No injury was reported.